Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3986a, serial#: (B)(4), implanted: (B)(6) 2005, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome. It was reported that the patient's ins was "installed" wrong. When they replaced it correctly with the next ins on (B)(6) 2005, they found that the leads were simply right under their skin near the implant and went basically nowhere. No further complications reported.

Manufacturer narrative:
Correction: the serial numbers of the ins and lead were corrected. Section 'concomitant medical products' information references the main component of the system and other applicable components are: product ID: 377760, lot# n0037976, implanted: (B)(6) 2005, explanted: (B)(6) 2006, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that when the patient noted that their stimulator was installed wrong they meant that when they turned the ins on, the skin in the mid thoracic region began burning. It was severely painful and they couldn't use the ins. The patient didn't know how much they weighed but guessed around (B)(6). When their doctor went to install a third ins and remove the second system the wires were coiled up under the skin in the thoracic region; the patient noted that the leads weren't going anywhere. The battery and leads were replaced on (B)(6) 2006. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.